Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed 77 millimeters (mm) from the terminal pin and in two segments totaling 560 mm in length. The inner conductor coils were stretched in the neck area and there were punctures in the insulation ¿ likely induced during the explant procedure. Blood/body fluid was noted in the lumens and the suture was tied down directly onto the lead body for extraction purposes. The returned portions of the lead passed a continuity test which confirmed they were electrically continuous. Overall, analysis was unable to confirm the allegations made against this lead in the field as there were some portions of the lead were not returned.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which caused pacing inhibition. There was no asystole of greater than two seconds noted. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.